Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use, as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery with mild tortuosity and mild calcification. A 3x24mm non-abbott balloon catheter was being used to treat the lesion when a perforation occurred. A 2.8x26mm graftmaster stent system was advanced toward the perforation, the system was inflated, the stent was deployed and the perforation was successfully sealed. The patient became symptomatic with cardiac arrest and expired 6 hours later. No additional information was provided.